Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a air water supply cylinder and channel have white residue and auxiliary water flow white residue was found. There was no patient involvement.